Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The pump was returned to the biomedical department for with a note that stated, "not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device did not deliver a dose when the pt pendant was pressed. This was due to a broken patient pendant. (B) (4). (B) (4).